Manufacturer narrative:
The test strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable results from two accuchek inform ii meters using the same lot of testing strips. On (B)(6) 2024 at 6:15 a.m., for patient 1, meter serial number (B)(6) gave a result of >600 mg/dl. At 6:17 a.m., the same meter gave a result of >600 mg/dl. At 6:19 a.m., meter serial number (B)(6) gave a result of 215 mg/dl. On (B)(6) 2024 at 6:27 a.m., for patient 2, meter serial number (B)(6) gave a result of >600 mg/dl. At 6:30 a.m., the same meter gave a result of 256 mg/dl. At 6:32 a.m., the same meter gave a result of 200 mg/dl. The customer performing the test used the same finger from each patient for all three test results.

Manufacturer narrative:
No product was received for investigation. The investigation did not identify a product problem.